Event description:
It was reported that the ilet indicated a sensor pairing failure with a freestyle libre 3 plus sensor, and the user initially believed the sensor was not working; after the agent instructed the user to rescan the sensor through the app, the sensor reconnected and displayed a blood glucose of 219 mg/dl. Symptoms included hyperglycemia as evidenced by the reported blood glucose value. Outcomes included no interruption of therapy after successful reconnection and no need for further assistance. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the pairing failure resolved after a rescan and that the sensor functioned as expected upon reconnection. It was concluded that the event was related to a temporary communication or pairing issue and that the device operated within specifications after the corrective action.